Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was broken. The customer¿s blood glucose level was 122 mg/dl. The customer reported that the needle was broken out of the box. The customer was advised to return the needle hub assembly. The insulin pump will be returned for analysis.